Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All information was investigated based on the information provided and per the physician, the reported single leaflet device attachment (slda) appears to be due to the patient morphology/pathology (posterior leaflet flail). The difficulty positioning/grasping was reported to be related to the poor imaging and therefore, related to procedural conditions. The reported mitral regurgitation (mr), resulting in dyspnea, appears to be due to the slda. The reported patient effects of worsening mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B3: date estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted that the patient had a large posterior flail. An xtr clip delivery system (cds) (81029u170) was advanced, but due to poor imaging, grasping was noted to be difficult. The clip was successfully deployed in a central position at a2/p2. A second mitraclip was implanted medial of the first clip, reducing mr to a grade of 1-2. Roughly three months later, the patient returned to the hospital with shortness of breath. Echocardiogram was performed and showed the first of the implanted clips had detached from the posterior leaflet and remained attached to the anterior (single leaflet device attachment/slda), causing mr to increase to a grade of 4. On (B)(6) 2019, a second mitraclip procedure was performed to stabilize the slda and reduce mr with a grade of 4. One clip was successfully implanted in-between the two previously implanted clips, reducing mr to a grade of less than 1. There was no clinically significant delay in the procedure. No additional information was provided.